Event description:
The distributor contacted animas on (B)(6) 2014 alleging piston in the cartridge compartment moves from side to side during the rewind process. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged motor issue remained unresolved.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/12/2014 with the following results:a review of the pump¿s history showed no evidence of a motor issue. No motor issue occurred during testing. The pump cover was opened and no defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.